Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim. The area breaking is the part highlighted below in green? I have seen the area highlighted in blue ¿crimped¿ or folded when the tubing is looped, because of the tubing length (but no issues related to this). But this part of the tubing is only used during priming and re-filling the burette chamber. During an infusion, the roller clamp is closed between the IV bag and the burette. So I am not sure I understand what exactly is putting pressure on the tubing above the buretrol chamber to cause breakage.

Manufacturer narrative:
It was reported by the customer that the buretrol tubing breaking at top of buretrol where tubing is attached. No product or photo was returned by the customer. The customer complaint of leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the product number and lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.